Manufacturer narrative:
The pump passed the displacement test and sleep current measurement. However, the pump failed the active current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.